Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient suffered a blow to the left side of the head and subsequently has no hearing impression with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient suffered a blow to the left side of the head on (B)(6) 2016 and subsequently had no hearing impression with the device. Device assessment took place. The patient was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, a damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation at the explanted device is necessary. No decision has been made so far in regards to an explantation surgery. This is a final report.

Event description:
Patient suffered a blow to the left side of the head on (B)(6) 2016 and subsequently has no hearing impression with the device. Device assessment has not been arranged yet as parents are delaying any further appointments until they have decided whether they wish to proceed to reimplantation. If results are confirmed, the patient may be re-implanted. No further information is available at this time.